Event description:
Event description cpi received information that a patient with twiddler syndrome had an endotak transvenous defibrillation lead (dsp). Due to constant manipulation of the lead (dsp), and invasive procedure was performed, and it was noted 'the lead had been twisted 23 times, and the sleeve had holes in it'. The lead (dsp) was removed from service, and another (dsp) lead was implanted.